Manufacturer narrative:
(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "could not get cal key to read" is not able to be confirmed. A teleflex field service engineer serviced the pump and could not reproduce the problem. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the cath lab could not get the cal key to read on the intra-aortic balloon pump (iabp). As a result, the iabp was swapped out and worked fine. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cath lab could not get the cal key to read on the intra-aortic balloon pump (iabp). As a result, the iabp was swapped out and worked fine. There was no report of patient complications, serious injury or death.